Manufacturer narrative:
This report is submitted on december 15, 2016.

Event description:
Per the clinic, it was reported the patient was hospitalized on (B)(6) 2016 for a duration of 2 days due to infection of the skin flap, subsequently the patient was administered IV antibiotics (duration not reported), however the issue could not be resolved, resulting in the decision to explant. The device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.